Manufacturer narrative:
Initial report address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 45minutes of treatment with a u9000, an external water leak was observed. It was reported that the venous pressure increased and exceeded 20 mmhg. An external fluid leak was then observed from the u9000 and the patient, who was scheduled to loose 3.7l, had lost 1.2l. The displayed ultrafiltration volume was 0.63l. No leak detection alarm was triggered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.